Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
Device 2 of 2 note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14017 and 3005099803-2013-14016 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 devices were used for a procedure on (B)(6) 2013. According to the complainant, during the procedure, inside the patient, the physician used a speedband superview super 7 device. There was no difficulty setting up the device. The physician turned the knob of the device with some difficulty and she heard a clicking sound. However, no ligation band released from the device and none deployed onto the target site. The second time she turned the knob, multiple ligation bands prematurely deployed. The physician used another speedband superview 7 device and the same problem occurred. The procedure was completed with another of the same device. There were no patient complications reported due to this event.